Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI : (B)(4). The device was received for evaluation. The position of the cam when valve was received was 40mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks were noted. The catheters were irrigated, no occlusions noted. The valve was reflux tested and passed. The siphon guard was tested and passed the test. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a hakim programmable valve became blocked after implantation. One week after implant, the valve was noted to be blocked and it was replaced with another. There is no report of further consequences to the patient.